Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been having ise noise issues with questionable patient results on the cobas 6000 c (501) module - c501. The customer noted that the issue was intermittent. The customer tried cleaning the ise drain port, but the issue recurred. The customer provided an example of one patient sample that had questionable ise test results. Of the mentioned tests, the sample had erroneous initial results that were reported outside of the laboratory for ise indirect k, ci for gen.2 (potassium and chloride). The sample initially resulted as 3.57 mmol/l for potassium and 124 mmol/l for chloride. The sample was repeated, resulting as 4.63 mmol/l for potassium and 104 mmol/l for chloride. The repeat results were believed to be correct. The patient was not adversely affected. The potassium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the sipper probe was bent and out of alignment. He replaced the sipper probe and ise pinch tubing. The customer ran calibration and quality controls; all results were within the customer's specifications. A specific root cause could not be determined based on the provided information. Possible root causes relate to air in the sample channel, leakage of current coming from the waste, or an old and/or expired reference electrode. The actions performed by the field service engineer are reasonable remedy measures.